Event description:
A data error alert 4 was reported by the customer after the pump had been shipped. The customer's blood glucose level at the time of the issue was approximately 100 mg/dl, which is within the normal range; therefore, there was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer that some history logs might have been erased, but assured them that insulin therapy would not be affected. The customer decided to continue using the pump and understood the situation.